Manufacturer narrative:
On (B)(6) 2017 07:44 am (gmt-4:00) added by (B)(6): an air-gas module and a printed circuit control board were returned. The received air-gas module was installed in the reference ventilator and passed pre-use check. The measurement of the gas supply was as expected and there was no observation of a noise. The conclusion is that the gas module is working as expected. Simulated use test and electrical measurements confirmed problems with the control printed circuit (pc) board. A signal from the control pc board responsible for turning the oxygen gas module on and off module was missing. The conclusion is that a buffer integrated circuit (ic) on the control pc board failed. It has not been determined what caused the ic to fail. If the underlying defect appears during ventilation, the delivered gas to the patient will consist of air only and the user will be notified to by a generated high priority alarm. The failure will be detected during pre-use check, if present. The received device log file confirms the reported problems. We could trace back the reported problem to june 08, therefore the date of event was determined as (B)(6) 2017.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that during pre-use check, the ventilator failed gas supply test and a noise was noted during internal leakage test. There was no patient involvement. (B)(4).